Event description:
It was reported that a patient was being mechanically ventilated in the intensive care unit. A pall "ultipor" 100 breathing system filter had been in place for approximately, 7-8 hours. Obstruction of the patient's endotracheal tube with a mucus plug suddenly occurred resulting in it being impossible to ventilate the patient for one minute. Patient hypoxaemia was also reported. The hospital claimed that the mucus plug was caused by the filter delivering insufficient humidification to the patient. Upon becoming aware of the endotracheal tube occlusion the healthcare facility performed an endotracheal aspiration procedure and changed the mode of patient humidification from a passive method (ie the pall "ultipor" 100 breathing system filter) to an active method (eg heated water humidifier).

Manufacturer narrative:
The implicated lot number was not provided by the end user however, we can advise that since january 2013 three (3) lot numbers of bb100pf (ie 301002, 304602 & 307502) have been delivered to (B)(6). We are in the process of trying to obtain return of the implicated filter . Upon receipt of the returned device, the sample will be evaluated and findings will be published, target for completion 8/30/2013. Additionally it is important to note that there have been no permanent adverse effects on the patient and the patient has since been discharged from the intensive care unit.

Manufacturer narrative:
The used device was returned to the manufacturer for evaluation. An external visual examination disclosed no deviations. The device was then subjected to performance testing (ie resistance to air flow and heat and moisture exchanging efficiency) and the results of this testing were compared to an unused control device from a different lot number. Both the returned used and unused control filter exhibited comparable heat and moisture exchanging efficiency and flow resistance. Flow resistance testing was performed both before and after the heat and moisture exchanging efficiency testing had been performed. Both devices exhibited a similar resistance to airflow prior to the heat and moisture efficiency testing being performed and the resistance to airflow values observed were not found to be significantly different to the values observed after the heat and moisture exchanging efficiency testing had been performed. A review of the manufacturing records for the (B)(4) lot numbers shipped to the user facility since (B)(4) 2013 confirmed that they were all manufactured and quality control tested in accordance with our documented procedures and met all criteria required for release. In summary, the returned used device performed as expected. The returned used device was found to be representative of current manufactured product with no manufacturing or performance deviations being observed. It is important to note that the reported endotracheal tube occlusion due to mucus plugging is a recognized phenomenon during mechanical ventilation. This phenomenon has been reported, in the clinical literature, to occur with mechanically ventilated patients both when active humidification methods (eg heated water humidifiers) are used or when passive humidification methods (eg heat and moisture exchanging breathing system filters) are used. Airway care requirements during mechanical ventilation are variable and need to be assessed individually for each patient. For example, some healthcare facilities utilize instillations of small amounts of sterile saline during mechanical ventilation to support their patient airway care management procedures. It is worthy of note that the device's instructions for use contain the following precaution: "airway care - proper airway care must be instituted at all times. If complications such as mucus plugging are observed appropriate airway care must be performed immediately." Upon noticing that the patient's endotracheal tube was obstructed by a mucus plug the healthcare facility acted appropriately by immediately performing appropriate airway care. Unless substantially significant information becomes available, this constitutes a final report.